Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified frame grabber card issues. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced and installed the flexvision pc. After replacement and installation of the flexvision pc, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.